Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the transmitters and receivers. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the site reported that the universal surgical manipulator (usm) arms were clutching. The surgeon had to restart arm movement repeatedly to continue the ongoing procedure without further troubleshooting. Tse confirmed there were no errors or messages. The procedure was completing as planned with no reported injury.